Event description:
It was reported that this pacemaker alerted by making a noise. In addition, patient inquired if device will be functional even if the battery passed its longevity calculation. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker alerted by making a noise. In addition, patient inquired if device will be functional even if the battery passed its longevity calculation. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.